Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported this patient was last to follow up in (B)(6) 2015. It was noted that the hcp has not seen the patient since that time. Hcp has no notes concerning the above episode. No further information was reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving and unknown drug via an implantable infusion pump for non-malignant pain. It was stated the patient was hospitalized for unknown reasons and while there suffered a seizure which was observed by a healthcare provider and a nurse. The consumer stated they believed the pump was overdosing the patient. No additional information was reported. No further complications were anticipated/reported.